Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise resulting in oversensing and pacing inhibition on an unspecified right ventricular (rv) lead. No further details have been made available at that time. No adverse patient effects were reported.